Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on an unknown date. Reportedly, post procedure, the patient experienced significant buttocks pain. All other information is unknown, and reportedly unavailable.